Event description:
Information was received from the manufacturing representative , regarding a (B)(6) female patient receiving intrathecal dilaudid 5mg/ml at 0.6003mg/ml via an implantable infusion pump. The indication for use of the device was for malignant pain. The concomitant medications and patient history were not reported. It was reported that the event logs confirmed a motor stall on (B)(6) 2016 at 12:28, and then a stall recovery on the same date at 14:30. It was unknown if the patient had an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.